Manufacturer narrative:
Product analysis: a breath delivery printed circuit board was returned to covidien/ medtronic¿s product analysis. A visual inspection of the component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Event description:
The service engineer (se) inspected the device and verified the reported issue. The se reconnected the main backplane to status display cable and then replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb). The se updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a 980 ventilator had a blank screen. There was no patient involvement at the time of the event.